Event description:
This pt was admitted to facility on 11/5/1998 and on the same day underwent surgical total abdominal hysterectomy and umbilical hernia repair. On 11/18/1998 the physician was attempting to remove the drain from the surgical site. The physician did not use scissors or other sharp devices in his removal attempt. The drain broke, causing part of it to be retained in the abdominal incision. The pt was later taken to surgery on the 8th to have the wound opened for removal of device. The drain was sent to pathology for exam.